Event description:
A certified ophthalmic tech reported a patient with a poor clinical outcome. Patient records were provided and indicated this patient was over corrected by 4 diopters in the left eye at the 3-month post-operative examination. The patient's bcva decreased by one line in both eyes, but the ucva improved from cf (count fingers) at pre-op, both eyes, to 20/15 od and 20/30 os. Additional information was requested, however, this patient did not return following the 3-month exam.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and indicated the laser performance factors analyzed were operating within specification for the time of this patient's surgery. Determination of root cause: assessment: the conclusion of the device investigation indicates the system performed within specifications during this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. This patient had a history of both rigid gas permeable and soft contact lens use prior to her evaluation for refractive surgery and was wearing soft contact lenses to the first evaluation examination. A tear evaluation was not documented and the topography showed a mildly asymmetric astigmatic pattern in both eyes. The patient discontinued contact lens wear for two weeks and returned for a second evaluation exam. The ocular health exam noted a peripheral retinoschisis (an abnormal splitting of the retinal tissue) of the os. The topography showed a symmetric pattern in each eye and the wavefront analysis showed moderate higher order aberrations in both eyes. Preoperative refractive and conrneal stability after contact lens de-adaptation were not confirmed. The patient reported fluctuating vision which can be associated with the postoperative residual refractive error in conjunction with dry eye conditions. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the over correction. However, the potential non-product related factors mentioned above may have been contributors. This report mailed in to FDA on: 08/04/2006.